Manufacturer narrative:
The investigation is in process. The device is expected to be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple MDR reports were submitted for this event: #3013450937-2022-00001.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021. The patient presented with varus/valgus instability. During the revision surgery, it was observed that the stem extension dissociated from the resurfacing femur. It was observed that the boss of the resurfacing femur was cracked. The surgeon debrided the wound and explanted the following implants: poly spacer, resurfacing femur, tibial hinge component, resurfacing femur axial pin, and stem extension. The surgeon placed a distal femoral replacement system. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. The root cause of the reported event could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3111: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021. The patient presented with varus/valgus instability. During the revision surgery, it was observed that the stem extension dissociated from the resurfacing femur. It was observed that the boss of the resurfacing femur was cracked. The surgeon debrided the wound and explanted the following implants: poly spacer, resurfacing femur, tibial hinge component, resurfacing femur axial pin, and stem extension. The surgeon placed a distal femoral replacement system. No additional information regarding this adverse event has been reported.